Manufacturer narrative:
Feb. 11, 2016 11:32 am (gmt-5:00) added by (B)(6): (B)(4). First pump stop "error message [stop pr1]" assigned and reported under internal reference: (B)(4). Arterial pump:single pump en anti-clockwise c: serial no.: (B)(4), article no.: mcp0.0703309.

Event description:
Feb. 11, 2016 11:21 am (gmt-5:00) added by (B)(6): customer stated that during use of a hl 20 on a patient, after the perfusionist disconnected the sensor and pressure line from the arterial line to connect them to the cardiotomy (there was no time at the beginning of the ecc procedure to put a pressure line at the cardiotomy), the arterial pump stopped displaying the error message [stop pr1]. The perfusionist decided to restart the arterial pump without asserving it to the pressure sensor (perfusionist used the "overwrite"-function). The arterial pump functioned during 15 seconds and then stopped again without alarm (no optical nor audible alarm). Thus, the perfusionist decided to switch it to the free mode. After that, the ecc procedure ended without problem. No clinical consequence due to the event was reported. (B)(4).

Manufacturer narrative:
Affected arterial pump: mcp00703309#rpm 20-320 single roller pump, (B)(4). Sensor and its cable + the arterial pump has been requested for further investigation in our laboratory. Life cycle engineering (lce) has investigated as follows: the pump (rpm s/n (B)(4)) placed on the hl20 test system in lce laboratory. The pump was tested according to the following protocol. High pressure limit set to 50mmhg. Test: test if all interventions i.e. Pressure, level & bubble, stop the pump - passed. Comment: the pump stopped at all three interventions i.e. Pressure, level & bubble. Test: test if all interventions are displayed i.e. Pressure, level & bubble - passed. Comment: all interventions were displayed. Test: test if soft alarm function makes beeping sound and is displayed on pump - passed. Comment: soft alarm makes beeping sound and is displayed on pump. Test: test if pump adjusts speed (rpm) automatically - passed. Comment: pumps adjusts speed according to input pressure. Test: test if pressure override feature works - passed. Comment: after override the pump does not stop at high pressure limit and scp sounds alarm. The pressure transducer (mx960-z5283) was tested according to the following protocol. Test: check pressure sensor connector and cable - passed. Comment: the cable and connector is fine. Test: test if pressure sensor output signal is displayed on scp - passed. Comment: n/a. Long run test. The pump runs without giving any errors. Test: start 11:00 am; stop 5:30 pm, total: 6 hours 30 mins, comment: no error message. Test: start 5:30 pm; stop 10:30 am, total: 17 hours, comment: no error message. Results: failure is not reproducible. Thus the failure could not be confirmed. Correction could not be performed as no failure could be detected. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).